Event description:
Ous MDR - this lead has had fluctuating impedances since implant. At the follow-up on aug 6, 2013 the impedance was >3000 and the device was in unipolar standby mode. Thresholds had also increased. This patient had another one of these leads implanted previously, which also had high impedance measurements. However, the clinic has stated they are not aware of what is considered acceptable impedance measurements for this particular lead, so they are uncertain if the impedance readings are truly high.

Manufacturer narrative:
The lead under complaint was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular lead. The manufacturing process for this lead was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. The values provided in the complaint description were inspected. Values of the pacing impedance above 2000 ohm are considered to be elevated. However, since the sensing values remain stable, a lead fracture is unlikely in this case. Based on the information available for analysis, no conclusions can be drawn regarding the root cause of the clinical observation. In summary, the lead was not returned for analysis. The review of the quality documents confirmed a regular lead manufacturing. Should the lead be extracted during the planned revision procedure, we kindly ask you to return the lead for analysis.